Manufacturer narrative:
H3 - dimensional inspection of returned liner component found device to meet specification requirements. Dimensional and cantilever testing of 3 liner components from the same batch met specification requirements. Additionally, review of production batch records found lot to have met specification requirements. No additional investigation is planned.

Event description:
Femoral hip dislocated from bipolar liner during closed reduction procedure on 9/16/96. The bipolar liner was removed on 9/20/96. The bipolar liner was removed on 9/20/96 along with the femoral hip head, 85-3812 MDR report 1219655-1996-0026 and a bipolar shell, 85-8247 MDR report #1219655-1996-0025.